Manufacturer narrative:
The biomedical engineer reported that per nursing staff, no alarms were provided at any monitor or via the emergin paging system as the patient's condition deteriorated. There was no device malfunction. The hospital's biomedical engineer tested all involved devices post incident and verified that yellow and red alarms were being provided as appropriate for simulated events, and that alarms were being provided via the paging system. A philips field service engineer (fse) tested the device post incident and verified that yellow and red alarms were being provided as appropriate for simulated events, and that alarms were being provided via the paging system. Central station and paging system log files show that alarms were being provided during the reported incident timeframe and were acknowledged at the central station. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The biomedical engineer reported that per nursing staff, no alarms were provided at any monitor or via the emergin paging system as the pt's condition deteriorated.